Event description:
It was reported that the 2600 system is freezing up during fluoro when switching to mag. It was noted that a collimator hold message was presented. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The collimator message was verified. Cleaned the collimator control pots. The system was tested and found to be working as intended, and placed back into service.